Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer did not remove air from the cartridge during the load sequence before the cartridge was filled. Tandem technical support educated the customer on removing the air from the cartridge during the load sequence. Customer's blood glucose level was 450 mg/dl. Reportedly, the customer changed the cartridge and infusion set to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.